Event description:
It was reported that the patient was treated for periprosthetic fracture of the right tibia following knee arthroplasty. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - maxim posterior stabilized tibial bearing 10mm x 71/75mm catalog #: 11-146550 lot #: 735280, series a asymmetric patella 31mm catalog #: 184792 lot #: 489320, maxim 5 degree femoral component 65mm catalog #: cp110187 lot #: 281570. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.